Event description:
Approx nine months after receiving three cypher stents, the pt had restenosis in two of the three cypher stents.

Manufacturer narrative:
This male pt had the following medical history: ap, omi, past history of pci, lipid metabolism abnormality, diabetes and smoking. The pt was part of the clinical study. The target lesions were the left posterior descending and the obtuse marginal (om). The lesion in the pda was de novo, eccentric, tubular and slightly tortuous with no calcification. The diameter of the vessel was 2.3mm and the lesion length was 11.47mm. Pre-procedure stenosis was 87%. Aha/acc classification of the vessel was a type b2. The vessel lesion in the om was not the target for the study. The vessel was de novo and ostial. There was no more info regarding the lesion. Pre-procedure stenosis was 90%. To threat the pda, the procedure was an elective case. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.25x15mm) at 14 atmospheres (atm). Inflation time for pre-dilation was unk. A cypher (2.5 x 23mm) was implanted at 14 atm for 16~30seconds at the target lesion. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 26.0%. Ivus was conducted. Twenty days later, another procedure was performed. The procedure was an elective case. The om and the proximal to distal circumflex (cx) were treated. It is unk if pre-dilation was conducted. A cypher (2.5 x 23mm) was implanted at 18 atm at the om by the crush stenting technique. Post-dilation was conducted with a balloon (2.5/length unk) at 10 atm. Inflation time for the post-dilation was unk. The residual % stenosis was 0%. Then, the proximal to distal cx was treated with a cypher (3.0 x 28mm) and was implanted at 18 atm. Post-dilation was conducted with a balloon (3.0mm/length unk) at 6 atm. Inflation time was unk. The % of pre-procedure stenosis was 90% and 0% after the procedure. Timi flow was unk. During the same procedure, a cypher (2.5 x 23mm() (lot unk) was implanted at 8 atm in the postero-lateral branch which was a de novo lesion. Other details are unk. Post-dilation was conducted with a balloon (2.5mm/length unk) at 14atm. Inflation time was unk. The % of pre-procedure stenosis was 90% and 0% after the procedure. Timi flow was unk. Approx nine months later, a follow up coronary angiography was conducted and focal restenosis was observed inside the implanted cypher at the pda and the proximal end of the cypher implanted at the om. There was 97% restenosis in the pda and 99% at the cypher implanted in the om. To treat the restenosis in the pda, a cypher (2.5 x 23mm was implanted inside the initially implanted cypher at 12 atm. Post-dilation was conducted with a balloon (2.25mm/length unk) at 20 atm. The residual % of stenosis was 25%. The pt was in stable condition and was discharged from the hosp. This device ID distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-00721